Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of thoracic aortic dissection using a gore tag thoracic endoprostheses (tgt2810/7237994, tgt4015/7351961). During the procedure, left common carotid artery stent graft procedure (gore excluder&#59395;contralateral leg component, pxc121000/8014591) and artery - left subclavian artery coiling were performed. On closing the surgical incision, reduction in blood pressure and cardiac tamponade occurred. The physician then performed an open-heart surgery on the patient. A rupture in valsalva sinus and acute ascending aortic dissection were found. The loss of blood was 6060 ml. The patient passed away due to hemodynamic deterioration. No further information was obtained.